Manufacturer narrative:
The rotors have been requested for the investigation. Haemonetics has not received the rotors to date. This issue of anticoagulant depletion has been investigated under a corrective action. The results of that investigation determined the likely cause was the harsh cleaning solution used to clean the pump rollers at the customer site can cause damage to the pump rollers which may lead to a device malfunction. Not returned.

Event description:
Haemonetics received a complaint on (B)(6) 2017 on the pcs2 plasma collection system. The customer reported anticoagulant (ac) depletion, no donor reaction.